Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. Patient reported that their ins battery was low and they were trying to find a doctor to do a replacement as they did not have a managing physician at the time of the report. Patient was asked if the low ins battery was due to normal battery depletion, and patient provided unclear answer stating the last time their device lasted a lot longer. Patient stated they were interested in keeping their device because it worked really well for them. Patient stated they were having a difficult time finding a health care professional (hcp) that worked with the device or their insurance. It was reviewed for the patient that it was up to the physician whether they work with the implants or not and offered hcp listings to the patient but they declined receiving hcp listings. Hcp listing information was reviewed over the phone and patient was provided hcp listing website. It was reviewed that manufacturer's representatives (reps) may be requested for appointments by hcps. Patient mentioned they were having a few procedures the following thursday. Patient stated the procedures were cystoscopy, hydrodistension and something where they stretch their bladder. No patient symptoms were reported. Patient mentioned they had an autoimmune disease and was on a lot of other medications, further confirming that the autoimmune disease was unrelated to their device/therapy. No further patient complications were reported/ anticipated as a result of this event.